Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose trend shortly after announcing a usual dinner meal despite eating less than normal, and was advised to adjust the meal announcement to ¿less than¿ for dinner; guidance on changing meal size settings was provided and the blood glucose began to rise by the end of the call. Symptoms included hypoglycemia. Outcomes included no alarms, no alerts, and no medical intervention beyond user education. Investigation included review of user reports and real-time troubleshooting with education on proper meal-size announcement. Investigation of this case revealed user handling contributed to the event due to an incorrect meal-size selection relative to actual carbohydrate intake, with device performance otherwise consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement selection.